Manufacturer narrative:
Patient information was unavailable from the site. The is was resolved the following day when a manufacturer representative went to the site and noticed that the issue was caused by an ip address issue.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, the site was not able to push the exams from the imaging system to the navigation system. The site completed an imaging spin with the cable not connected to the navigation system. After the imaging spin, the surgeon wanted the images sent to the navigation system. Every time the images were sent an error message popped up stating that the push had failed. The site was successfully able to verify in the igs field, but not in the (B)(6) server field. The site stated that both fields matched. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: patient ID, dob and gender provided.